Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration. Revision surgery is planned; however, it is unknown if it has yet to occur.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was implanted with a new fixture during the same surgery. This report is submitted june 5, 2017.